Event description:
Reportedly an intraocular lens was slow to open and was stiff once placed in the patient eye. The surgeon rotated the lens to the correct position in the eye which caused the leading haptic to nick some of the lens zonules leading to vitreous escaping through the main incision and side ports. The surgeon cut the vitreous with scissors and the patient was given oral diamox and alphagan drops just after surgery. Patient condition was satisfactory at the time of reporting.

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Investigation of this event is ongoing. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The iol was not returned for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined, however, it is noteworthy to mention that the injector used to complete this procedure was not validated for use with this iol.

Event description:
Additional information was received indicating a competitor inject tor was used to complete this procedure.